Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected products could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary. Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined.

Event description:
The customer stated that they were getting reports from multiple centers of g-tube dislodgments related to balloon deflations earlier than the scheduled/routine replacement every 3 months with kangaroo gastrostomy tubes with y port. Additional information was received from the customer and stated that sterile water was used to inflate the balloon and some facilities are checking the amount of water in each tube monthly.